Event description:
Scale malfunction alarm kept repeating and could not be resolved by the nurse which could have resulted in a potential large volume blood loss due to inability to return the patient's blood, and also the patient fluid loss could be above the prescribed amount. So we had to exchange to another crrt machine which a delay in therapy or care. This machine failure takes machines out of service when we desperately need them for lifesaving care. We have only 11 prismaflex crrt machines and this scale alarm has occurred on multiple occasions on several of our crrt machines within our fleet. Our main patient population that has needed this therapy is for our covid ICU patients. This model of prismaflex crrt machine is also required to deliver mars (liver dialysis) therapy, and for these patients that is life saving. These scale malfunction alarms and the resulting removal of crrt machines from service puts a stress on our system (patients, biomed, nurses, physicians) when our focus should be on lifesaving care. In working with the manufacturer, baxter, on ongoing quality issues we reviewed 18 months of equipment service reports, and their diagnosis was that the issue was a "scale firmware malfunction". We received information that this model of crrt machine has a known scale software problem but we have not heard of a fix from the manufacturer. We need to also purchase more crrt machines for our volume of need but lack confidence that this manufacturer will be cooperative and transparent to help us get the best service for these machines. Manufacturer response for crrt dialysis machine, prismaflex (per site reporter). We have notified the manufacturer, baxter, for multiple events relating to the malfunctioning scale alarm. We have heard that their quality department is going to get back to us, but have not received a call.